Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to customer's blood glucose level. No additional customer or event information was provided. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.